Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and a revision procedure was performed to resolve the event. The rv lead remains implanted to provide high voltage therapy, the device was reprogrammed, and a replacement rv lead was implanted to provide sensing and pacing. The patient was in stable condition.